Event description:
Customer reported a hospitalization due to high blood glucose. Customer's current blood glucose reading is 368 mg/dl. Customer treated with a bolus. Customer is pregnant. The blood glucose reading at the time of the event was 200 to 300 mg/dl range. Customer had moderate rate of keytones and high blood glucose. During troubleshooting, time and date are correct. Programming is correct. Manual prime is correct, insulin exits the tubing. High pressure test passed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.